Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient came to the hospital on (B)(6) 2016 with a sudden onset of seizures and is unresponsive. The patient had a refill a couple weeks prior. No further history was reported. The patient was hospitalized. The healthcare professional was requesting a company representative check the pump status. The healthcare professional reported on (B)(6) 2016 that they had not heard back as to when a company representative would be available. Additional information was received from a healthcare professional. The healthcare professional thought the patient had baclofen withdrawal, but did not know if there was anything wrong with the pump. The patient was immediately put on oral baclofen and seizure medications. The patient was discharged on (B)(6) 2016. The healthcare professional had not seen the patient since they were discharged, but they were supposed to have the pump checked.

Manufacturer narrative:
3004209178-2016-14625-1 if information is provided in the future, a supplemental report will be issued.